Manufacturer narrative:
This is one event (death) for the same patient involving three separate products. Associated mdrs: 2937457-2014-01198, 1225714-2014-05110 and 1225714-2014-05111.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2010 and subsequently expired after the use of the product.